Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged on the keypad traces. No button error alarm noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone, she was checking how much insulin was left in the reservoir and it alarmed button error. Customer's blood glucose was 188 mg/dl. Troubleshooting for button error was performed. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.